Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 6 pro cutting blade on the device would not function correctly. Device failed to cut. Energy was available. They set aside defective device and opened a new vh-2400. No procedural delays. No known injury.

Manufacturer narrative:
Trackwise ID (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 11/14/2022. An investigation was conducted on 04/13/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the harvesting device or the intact c-ring. The c-ring was able to be retracted and extended with the c-ring slider with no physical or visual difficulties. The bisector rod was also able to be retracted and extended within the cannula with no physical or visual difficulties. The bisector blade was also able to be retracted and extended with no physical or visual difficulties observed. An electrical evaluation was conducted. An electrical evaluation was performed. A pre-cautery test was performed and repeated 10 times over a 10 minute period according to the procedure in the instructions for use (cv000001597). The device failed the pre-cautery test with a reference generator (recommended setting of 18) and reference bipolar cord. The bipolar cord connection was manipulated during activation. . The device did not produce steam and the saline didn't ¿boil¿ on the test gauze each time. To test the ability of the device to cut, a cautery test was performed on artificial vessel. The device was unable to cut four reference vessels cleanly. Based on the results of the evaluation, the reported "failure to cut" was confirmed. The lot # 3000259518 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.